Event description:
Pt is administering primaxin 1 gram/0.9% sodium chloride 200 ml in eclipse at 250 ml/hr IV every 8 hours. Eclipse pumps are taking longer than normal to infuse. On several doses, only approximately 75% of dose infused. Eclipse drips 1-2 times per minute when disconnected. Note: this medwatch was completed earlier today for lot 0202204420.